Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During the technical onsite visit, field service engineer (fse) checked and reseated connectors on the board for x/y. Fse noticed the interlock for the x/y connector on the board was not completely seated and reseated the interlock. Fse performed system verification as per sir( service installation record), confirming system meets specifications. The possible root cause is a bad contact of the cable connector due to unknown reason. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a laser system message: scanner interlock activated. Additional information has been requested.